Manufacturer narrative:
B3 revised date of event as it was incorrect on the initial report that was submitted. B7 added information that was omitted from the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. G3 date was reported incorrectly on the initial report that was submitted and should of reflected 10-aug-2025. H6 added code b13 as it was omitted from the initial report that was submitted. H10 this is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. The related report number was added. Investigation summary: the investigation was completed. Infection: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b3, d1 and d4. Upon review, the event date, brand name, catalog and serial number have been updated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella 5.5 on that the patient continues to rest on support, still shaded due to infection. Blood cultures are still coming back positive. The patient had a broad-spectrum antibiotic for probable gastrointestinal infection. Care was withdrawn and the patient expired.